Event description:
It was reported that revision surgery was performed due to femoral neck fracture and probable avascular necrosis of the femoral head. Both the bhr head and cup were revised. The devices had been implanted for approximately 2 years prior to revison.